Event description:
This is a case report received by baxter (B)(4) from baxter (B)(4). It was reported that after using dianeal pd1, the patient checked the drained fluid (dialysate) which was muddy. The patient's physician assumes the contamination of the solution or this batch caused chemical peritonitis in this patient. No sample is available for evaluation. As there has been no confirmation that this was the cause of the peritonitis, this report was initiated to capture a disposable device in relation to the event. The following additional information was obtained: the patient began on peritoneal dialysis (pd) therapy on (B)(6) 2006. The date of the sterile peritonitis diagnosis is (B)(6) 2010. The patient was not hospitalized and there was no exit site or tunnel infection associated with this peritonitis. The patient was treated with antibiotics and the peritonitis is considered to be ongoing and improved. No further information is available.

Manufacturer narrative:
(B)(4). The following were reported to be concomitant medications the patient is on: tritace-ramipril, triasyn-felodipine, bisoblock-bisoprolol, milurit-allopurinol, astrix-acetylsalicylic acid, atorva-atorvastatin, calcicarb-calcium carbonate, rocaltrol-calcitriol, (B)(4), accuzide-quinapril, hydrochlorothiazide, betaloc-metoprolol, furosemid-furosemide. The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). This incident of peritonitis was reported with the use of dianeal pd1 1.36% 2l tb. The dianeal pd1 1.36% 2l tb has been identified as the cause of this peritonitis. The dianeal pd1 1.36% 2l tb lot number involved in this incident (10i20g44) has been withdrawn from the market due to complaints of sterile peritonitis. This is not a MDR reportable event.